Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/05/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 01/23/2024, it was reported that the patient experienced a skin reaction which occurred four days after the sensor had been inserted in the arm. The patient developed redness, inflammation, pimples, dry skin, and pustules extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol, skintac, and skin prep. On an unspecified date, the patient consulted a health care provider who prescribed two oral antibiotic medications (bactrim and cephalexin unspecified dosage). The patient was in good condition at the time of report. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required.